Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported patient presented to the emergency department for evaluation of cellulitis and pus draining from 4 wounds on the abdomen around the umbilical area and driveline. The patient was hospitalized and an unspecified surgery was performed. The infection was treated with rocephin (ceftriaxone), ancef (cefazolin), and vancomycin. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.